Event description:
On (B)(6) 2024 - the consumer claims to have received a burn on her buttocks while laying on the product. Medical attention was not received.

Manufacturer narrative:
On 3/19/2024 - we have requested the device be returned to the manufacturer for an investigation. To date, we have not received the device. On 7/10/2024 - the consumer had returned the device to the manufacturer for an investigation. The investigation has been completed. Below is the manufacturers narrative: manufacturers narrative: unit must conform to ul130. Temperature testing was conducted per ul130. The unit is placed between insulators to represent worse case of someone laying on top of pad. Unit temperatures complied with safety standards. As with all heating pads, the pad is to be draped over the body part being treated, you can not sit or lay down on heating pads (as stated in the ib). Laying on top of a heating pad causes elevated temperatures when compared to normal use. We have an upper limit of 65c (150f). These temperatures are hot enough to cause burns when misused. When used correctly the top of the pad surface releases heat instead of being trapped, providing the user with significantly lower temperatures. We also have warnings related to checking treatment area often.

Manufacturer narrative:
(B)(6) 2024 - we have requested the device be returned to the manufacturer for an investigation. To date, we have not recieved the device.

Event description:
(B)(6) 2024 - the consumer claim to have received a burn on her buttocks while laying on the product. Medical attention was not received.